Event description:
It was reported that the cutter instrument would not cut properly. The blade would spin freely until it contacted bone and then would stop rotating. Another cutter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. Visual and optical examination of the mill gear and mill pinion interfacing features identified significant material plastic de formation, consistent with inappropriate surgical technique. The above observations are consistent with inappropriate surgical technique.